Event description:
It was reported using the bd max¿ system, bd max¿ instrument false positive results were obtained while testing for trichomonas. Confirmatory testing was performed using the b side of the instrument to confirm erroneous results. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: "customer called in to report that they are still having issues with increased positive trichomonas results on side a of the bd max, despite rigorous cleaning. The samples that are initially positive for trichomonas on side a of the instrument repeat on side b as negative for trichomonas. Customer is no longer using side a of the instrument. Customer problem: side a sample rack trichomonas contamination sample rack on a side had too many pos for trichomonas ."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported using the bd max¿ system, bd max¿ instrument false positive results were obtained while testing for trichomonas. Confirmatory testing was performed using the b side of the instrument to confirm erroneous results. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: "customer called in to report that they are still having issues with increased positive trichomonas results on side a of the bd max, despite rigorous cleaning. The samples that are initially positive for trichomonas on side a of the instrument repeat on side b as negative for trichomonas. Customer is no longer using side a of the instrument. Customer problem: side a sample rack trichomonas contamination sample rack on a side had too many pos for trichomonas ."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "environmental contamination" issue. Customer reported that they have contamination of trichomonas on side a. Customer performed environmental monitoring and deep cleaning but still have issues on side a. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2019 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1525 and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to workflow error. Complaint is unconfirmed as the issue is workflow related. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.